Event description:
The customer reported that the system would display a pre charge failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the software, reseated the printed circuit boards, and removed the black tab on the backplane, as well as tightened u3 on the fluoro functions board. The system was tested and found to be working as intended and put back into service.